Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l4-5 interbody cage extrusion. Back pain. The patient underwent the following procedures: removal of l4-5 cage, and placement of a larger curved peek nuvasive cage. Repair of cerebrospinal fluid leak. Interbody fusion using bone morphogenic protein. Fluoroscopic guidance. As per op-notes, ¿dissection was then carried out on the right side and the cage was identified, the cage was removed, and the disk space was prepared. The anterior disk space was then packed with bmp and autologous bone. A 14-mm, 9-mm curved lordotic cage was placed into the l4-5 disk space and compressed against the l4-5 screws.¿